Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this right atrial (ra) lead was known to be broken. The patient was nearing an implantable cardioverter defibrillator (ICD) replacement procedure and the ra and right ventricular (rv) leads were likely to be addressed at that time. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was known to be broken. The patient was nearing an implantable cardioverter defibrillator (ICD) replacement procedure and the ra and right ventricular (rv) leads were likely to be addressed at that time. No adverse patient effects were reported. It was later reported that the ICD was explanted and replaced on 15-september-2022. No additional adverse patient effects were reported. The local sales representative has asked the facility about the status of the rv and ra leads, but no additional details have been received. It was later reported that the leads were also explanted, and all the explanted products were discarded. No products were returned for analysis.